Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd syringe separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated. Verbatim: from phone call on 2020-12-04 13:55:38: consumer returned my call, stated that the needle hub separates from the syringe and is stuck inside of the shield. Consumer mentioned that he runs low on syringes when they don't work so then he reuses. Consumer provided mailing address and product information. Issue involves 2 different lots, same product. Lot #: 0153971, 0114495. Catalog #: 328438. Date of event: unknown. Samples: available, sending mail kit. Voicemail: consumer reported needle hub separated when removing the shield - 3/10 ml, 8 mm, 31g. 12-01-20: I returned consumer's call and left a voicemail for return call."